Event description:
Event description guidant received information that, during transtelephonic monitoring, the caller was seeing bigeminal premature ventricular contractions but was not seeing pacing at 100ppm. Technical services advised the magnet mode on this device can be turned off. So, there may be no magnet response because it has been programmed off. The caller will contact the doctor's office to find out how the feature is programmed.